Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a (B)(6) syringe. The customer reports that the needle detached after administering the medicine (B)(6) in the arm. The nurse was able to remove the needle from the pt without problem. The sample is being sent for eval.